Manufacturer narrative:
Concomitant products: product ID 37791, serial# unknown, product type recharger; product ID 37791, serial# unknown, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient was getting the antenna too hot screen right away. The reporter noted that the patient¿s back got hot. It was noted that the problem started about a year prior to the report. It was reported the patient was still having a problem with their recharger overheating. There was an icon for antenna too hot. The previous day after recharging for one hour they got the antenna to hot screen. This problem had been happening for the last 7-8 months. The patient was concerned that their battery was overheating. The patient noted sometimes charging over the pajamas. They also noted charging with stimulation off and with stimulation on. They usually got 8 coupling boxes during the charging sessions. The patient did not lean up against things during charging. The patient¿s current battery status was half full with the third quartile flashing. When the patient recharges their skin is hot and feels like it is burning inside.

Event description:
Additional information received reported that the patient was instructed to start charging in shorter intervals (between sessions and the time at each session). It was noted the patient would follow up if the problems persisted. The reporter noted no malfunctions were seen and the only interventions done were on the phone via manufacturer support.

Event description:
Additional information received reported that the patient had a warm sensation in or around the ins pocket during recharging. It was stated that the patient has seen the "abort recharge" warning and charging stopped. It was noted that the patient has a spacer but was not using it. It was reported that the patient's recharge stats showed that on (B)(6) the patient had 13 aborted events due to 38,4 temp. It was stated that it "felt like overheating" since (B)(6). 0 0 30.0 8 (avg) 195 30.5 1 0 38.2 7 249 35.5 2 13 38.4 (note: this was higher than 101.4 and 39.3c and then aborted 13 x) 5 242 36.4 3 0 30.0 7 187 30.0 4 0 37.4 7 241 35.1 5 0 30.0 8 110 30.0.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient frequently saw the "antenna too hot" screen. The patient had her recharging equipment replaced twice but she continued to see the antenna too hot symbol. The implantable neurostimulator recharger (insr) was ruled out as a problem since the equipment had been replaced twice. It was suggested that the patient not charge leaning against padded material. Additional information received from the manufacturer's representative (rep) noted that the patient admitted that she generally charged while lying down and had started charging without laying, pillows, etc. During an office visit on (B)(6) 2014 the recharger was placed over the implantable neurostimulator (ins). All eight coupling bars were easily noted and maintained for more than 15 minutes while the patient was given further recharging education and tips. It was noted the patient reported her body temp was always "naturally high," so her recharger would sometimes show the antenna too hot symbol and shut off during recharge sessions. The patient was advised to recharge with nothing against her back except for the recharger and to call if the problem persisted. There had been no calls from the patient since the office appointment.